Manufacturer narrative:
The product was not returned to zoll medical corporation for evaluation. However, the customer provided a video for review. The video shows that the customer was not following the instructions for use (IFU). The user pulled the pads out from the pad corner not from a red tab. The IFU for onestep pediatric CPR electrodes state: "grasp the back/sternum electrode from the bottom red tab and peel from the plastic liner.". Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.